Event description:
It was reported that the procedure was to treat the mid and proximal right coronary artery that was moderately calcified. After pre-dilatation was performed and after successful placement of two xience xpedition stents, the 4.0x20 mm nc trek balloon was used for post-dilatation of the stents. During post-dilatation of the more proximal stent, on the 2nd inflation at 20 atmospheres, the balloon ruptured. Post-dilatation was considered successful and the balloon catheter was retracted from the anatomy. No resistance was felt during advancement or retraction of the balloon catheter. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide cath: amplatz. Stent: xience xpedition 3.5x18 mm and 3.5x28 mm. (B)(4): above rated burst pressure (rbp). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microsopy imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. In this case, it was reported that the balloon ruptured on the second inflation at 20 atmospheres. It should be noted that the instruction for use warns: balloon pressure should not exceed the rated burst pressure. In this case, the labeling on the device clearly lists the rbp of 18 atmospheres.